Event description:
The suspect meter exhibited variation in test results when compared with the lab. The following results were reported: inratio = 5.0, lab = 4.0. Tech spport requested the user facility to perform a comparison study using a different strip lot and also do a lab draw. Further follow up required.